Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the light source shut down and the bag was leaking water. The procedure was competed using an alternate illumination source. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The power supple, lamp, and power module were all replaced as a preventive measure. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The consumable pak was determined to have been reused. Therefore, the root cause of the reported leakage issue was attributed to the reuse of this cassette. The system was found to meet specifications. The consumable pak was determined to have been reused. Therefore, the root cause of the reported leakage issue was attributed to the reuse of this cassette. (B)(4).